Manufacturer narrative:
Continued:e1- phone number: +(B)(6) / (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side "breast indurated, change in shape. Baker contracture iii/IV. Occasional pain." Device remains implanted.